Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08956 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08956 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-08956 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08956. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-08956.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and that there were multiple attempts to reposition the device which were unsuccessful, due to the left ventricle was small with suspected interaction of the pump with the mitral valve. Eventually, the device was successfully weaned and explanted.